Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced excessive yawning, chest pain and hypotension two hours after the implant. Myocardial perforation was observed by x-ray. The lead was removed and another lead was implanted. No further patient complications have been reported as a result of this event.